Manufacturer narrative:
The information requested by the customer was provided, and the codes were sent to the customer. No other information was provided by the customer. After further investigation, the customer only require the licenses and there is no allegation of product malfunction. Based on the information, the issue does not meet the reportability criteria.

Manufacturer narrative:
During follow up, it was reported that the licenses were needed for the device, because it was only created by the factory. The device was checked again for all legal regulations.

Event description:
It was noted that the board of the ventilator was replaced. It is currently unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. It was reported that services/licenses were requested after the board was exchanged. Per the resolution, the information requested was provided, and the codes were sent to the customer. Additional details regarding the complaint were requested.

Manufacturer narrative:
(B)(6).